Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding from the red impella plug. It is unclear how hemostasis was obtained. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated.

Event description:
Additional information was received stating that quickclot was applied to the seam of the plastic, then wrapped with gauze and secured with tape, which eventually achieved hemostasis. There were no further issues for the remainder of the time the patient was on support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the difficulty to advance cannot be established. The cause of the fluid leak -red or blue plug/minor bleed/pdi cannot be established as there was no product returned to confirm the damage.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access at the aorta site. The pump was delivered to support the 68 year old male admitted in for a coronary artery bypass graft surgery for known coronary artery disease. Other underlying medical history was not shared. The 5.5 pump had difficulty crossing the aortic valve through direct approach, and to troubleshoot and deliver they ended up using wire and catheter to deliver. After the 5.5 was successfully delivered the patient was returned to the ICU for monitoring and the team found the pump to be bleeding from the red impella plug. The ooze of blood was slow. They used their own methods to achieve hemostasis. They applied quickclot, wrapped in gauze and tape. This allowed for successful hemostasis and the pump remained on for 4 days and was then successfully weaned and explanted. The red plug leak lead to no observed impact on the patient¿s hemodynamic status. The patient survived the event.

Manufacturer narrative:
H1 type of reportable event malfunction has been updated to serious injury.

Manufacturer narrative:
Updated information: h6 med dev prob code added a01.